Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was) along with the watchman delivery system (wds). Blood was in the valve was opened as received. Device analysis determined the condition of the returned device was consistent with the reported information. The hub, shaft, and tip were examined. There were numerous kinks throughout the catheter. The tip was collapsed in the lumen, which was most likely caused from recapturing the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03651. It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and a 33 mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but required a full recapture. During the recapture, the tricuts of the delivery system collapsed inside which prevented the device from being recaptured. The sheath and core wire became kinked during the attempt to recapture the closure device. The closure device was re-deployed and then was able to recaptured into the access system by unsnapping the system and bringing the access system over the delivery system. The closure device was contained when removed from the patient. They used a 30 mm watchman ® laa closure device & delivery system and another anterior curved watchman® access system to complete the case. There were no patient complications and the patient was fine.